Manufacturer narrative:
The reported reader (B)(6) has been returned and investigated. A visual inspection was performed on the returned reader and no issues were observed. The reader did power on with button depression. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted. The exact date of the event is unknown. The date entered in section b3 is per the customer's report of "(B)(6) 2021."

Event description:
A customer (who is a doctor) reported that the freestyle libre reader would not power on with button press or test strip insertion. As a result, the customer was unable to monitor glucose and became hypoglycemic, requiring treatment of coca cola by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date of event is unknown. The date entered is per the customer's report of " (B)(6) 2021. " all pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer (who is a doctor) reported that the freestyle libre reader would not power on with button press or test strip insertion. As a result, the customer was unable to monitor glucose and became hypoglycemic, requiring treatment of coca cola by a third-party. There was no report of death or permanent injury associated with this event.